Event description:
N/a.

Manufacturer narrative:
An event of heart block was reported post navitor implantation procedure. Possible contributing factors to heart block after a navitor valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the valve was released with an implant depth of 6.3mm on the non-coronary cusp (ncc) and 5.1mm on the left coronary cusp (lcc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported patient effect heart block could not be conclusively determined. The reported hospitalization and surgical intervention were due to case-specific circumstances. Post procedure, a dual chamber pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, heparin was given and a pre-implant balloon valvuloplasty done with a 22mm non-abbott balloon. The final implant depth was 6.3mm on the non-coronary cusp (ncc) and 5.1mm on the left coronary cusp (lcc). On (B)(6) 2025, a complete atrioventricular block was observed on telemetry. On (B)(6) 2025, a dual chamber pacemaker was implanted. The patient required prolonged hospitalization.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.